Event description:
It was reported that the coil malpositioned. A 2x6 embold fibered detachable coil system was selected for use in pre-y-90 embolization. During the procedure, the coil was placed, and the perforation was snapped as normal deployment goes; however, the coil did not deploy. Upon further pulling of the pull wire, the pull wire broke. Kelly forceps were used to grab the wire with the coil still connected. When removed, it moved the coil. The coil mispositioned and could not be repositioned. The procedure was completed. No patient complications were reported, and the patient fully recovered. It was further reported that this coil was intended to be placed in the vessels leading to the liver. After the pull wire broke, the coil eventually deployed, but when the delivery wire was pulled, it moved the coil from its intended position.

Event description:
It was reported that the coil malpositioned. A 2x6 embold fibered detachable coil system was selected for use in pre-y-90 embolization. During the procedure, the coil was placed, and the perforation was snapped as normal deployment goes; however, the coil did not deploy. Upon further pulling of the pull wire, the pull wire broke. Kelly forceps were used to grab the wire with the coil still connected. When removed, it moved the coil. The coil mispositioned and could not be repositioned. The procedure was completed. No patient complications were reported, and the patient fully recovered.